Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator change out procedure, the atrial lead exhibited noise. The noise led to inappropriate auto mode switch episodes. The patient was asymptomatic. No other electrical anomalies were observed. The physician elected to keep the lead implanted and in use. The patient was well. The patient was seen at a later follow up, post the initial event and the no instances of noise were noted. The patient was noted to be doing well.